Event description:
It was reported that patient has been experiencing pain and tenderness for last six months. Mesh was implanted over another mesh to support the original, which had "stretched". Per surgeon, mesh is not laying flat and is pressing against incision causing the pain.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.